Manufacturer narrative:
Events in this medwatch were previously reported via asr on 15/apr/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: flat creases, yellow particles on the device inner surface, and one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified: one crack opening, wear abrasion and one sharp opening. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is: one cracked opening assessed as a cracked valve seat diaphragm valve and one sharp opening assessed as an unidentified (tear) opening. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "deflation". The device has been explanted.